Event description:
PICC was placed easily and then the stylet was difficult to remove. The catheter separated from the hub. They trimmed it and repaired it but the catheter kept shredding as they tried to fix it.